Event description:
It was reported that foreign matter found in packaging. It was reported this occurred with 3 devices. This report addresses 3 devices.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material is confirmed; however, the exact cause is unknown. Three photographs of statlock packages were returned for evaluation. An initial visual observation of the three photographs showed foreign materials within the packages. Specifically, a short, hair-like material within one package, a small, round, grey material inside another package, and a small, slightly oblong shaped, brown material inside another package. No details of the origin of the materials could be discerned from the photographs. It could not be determined if any of the packaging had been opened. There were no distinguishing features in the returned photographs of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.